Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19451. It was reported the pt experiences a burning sensation at the ipg and leads when stimulation is on. The pt does have effective stimulation. It was also reported the charging burden has increased. The pt wants to have the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.